Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure the physician was unable to induce an arrhythmia with a 50 hz burst. They ended the telemetry session and re-interrogated the subcutaneous implantable cardioverter defibrillator (s-ICD) and were able to induce the patient. Boston scientific technical services (ts) was consulted and discussed that it appeared the telemetry commands from the programmer were not getting through to the s-ICD. Ts discussed based on the fact that an induction episode was stored in the programmer, the programmer recognized the induce command but the device either did not get the command or was not able to complete the command through to execution. Since the next induction worked, the issue was considered resolved. However the induction did not convert the arrhythmia with the 65 joule shock. The physician planned to move the device deeper. Ultimately the s-ICD was successfully implanted and no adverse patient effects were reported.